Event description:
The customer reported that the table leg extension was difficult to move. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension insert was replaced during the service call. The system was tested and found to be working as intended and put back into service.